Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003. The ziv5-18-125-9-60 stent of lot number cf837821 was implanted in the patient, therefore is unavailable for evaluation. With the information provided a document based investigation will be carried out. Images before and after post ballooning were provided to support the complaint investigation. Images pre ballooning demonstrated a normal stent appearance however images post ballooning confirmed stent edge/markers were folded inwards. The customer complaint is confirmed as images revealed that the stent edge/gold marker was folded inwards from information provided it is possible that the insertion/removal of the guiding sheath caused the stent edge/markers to fold inwards. In addition, the following comments were provided by the sales rep: ¿¿..there appeared to be no problems in the procedure. However, when advancing the lp balloon through the stent, resistance was encountered and therefore, the physician advanced the guiding sheath slightly forward and then, re-advancement of the pta was conducted. In my opinion, it is possible that the sheath or lp balloon hit the stent edge, making the edge/marker fold inward.¿ clinical input was requested and the following impression was provided by the medical science officer: ¿I¿m not sure what may have happened to allow the end of the stent to be folded inward. I suppose your production team would have to tell us whether it¿s possible for that to happen during loading. From the description of the procedure, I¿m thinking maybe they caught an edge with the guiding sheath, folded it inwards, and then dilated it with the balloon so that it was flush against the vessel wall" following this, input was requested from manufacturing engineering: ¿I reviewed the images and based on the following observations and review of the manufacturing process, it would not be possible for this type of damage to have occurred without being detected¿¿if an eyelet of the stent was folded inwards, at least one of the gold rivets would not have been visible in the correct location within the flexor and the units would have been rejected.¿ from the information provided, the most likely cause of inward folding was the insertion and removal of the guiding sheath through the placed stent. However as conditions of use could not be replicated in the laboratory setting, a definitive root cause cannot be determined. All stents are subject to zilver gold rivet inspection. Prior to distribution all ziv5-18-125-9-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies that could have contributed to this issue. No adverse effects to the patient have been reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The complaint ziv5-18-125-9-60 was placed in the stenosis in cia directly (by using a 0.014inch wire guide(manufactured by bsj) and then, so as to perform post ballooning, a pta5-35-135-7-4.0 (lot#:unknown) was advanced over it. However, as lp balloon could not be advanced well over the wire guide, the wire guide was changed to a 0.035inch one(35radifocus stiff / terumo) and re-advancement of the pta balloon was attempted over it. Firstly, the distal tip of the guiding sheath was advanced into the placed stent slightly, through which the lp balloon was advanced all through the stent. After that, the sheath was withdrawn out of the stent, followed by post ballooning with lp balloon. Post ballooning could be performed without problems and the stent could be expanded successfully. However, final angiography confirmed the abnormal appearance of the stent edge/marker. It seemed to be folded/curled inward. Although it could not be judged whether only the edge/marker was folded inward or some struts of the stent were folded inward, its appearance was obviously odd in any case. As there were no problems in the blood flow, the procedure was finished.